Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to cracked lcd glass. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the top side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.